Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the cartridge multiple times and was able to successfully load a new cartridge. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with an unknown amount of insulin. Customer alleged that some insulin was spilled due to the fill resistance issue. Customer¿s blood glucose level ranged from 120-121 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.